Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, patient developed increasing pain and radiographs revealed the acetabular cup had shifted. Revision procedure was performed approx 6 months later, component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device found acetabular shell showed little tissue attachment to the porous coating. The ID bearing surface remained mostly polished with some minor scratches and a couple of deeper gouges. The cause of these deeper gouges was not able to be determined. There was no evidence of impingement around the face of the shell.this report filed november 9, 2009.